Manufacturer narrative:
Explant is planned for the future, but confirmation has not been received. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "suspicion of a small rupture." Device remains implanted.